Manufacturer narrative:
B5 (describe event or problem) and h11 (additional manufacturer narrative) have been updated. The customer's complaint on the autopulse platform (sn 41500) was not confirmed during the functional testing. No device malfunction was observed during the testing and the platform functioned as intended. Also, the lifeband used during the reported event was returned to zoll for evaluation, and no damage or malfunction was observed during the testing. The archive data indicated occurrence of multiple user advisory 12 (lifeband not present) during the reported event date. The observed ua12 was not reproduced during the functional testing. The autopulse platform passed the preliminary functional test without any fault or error. Performed the lifeband clip detect switch inspection and verified the switch detected the lifeband as intended. The platform was re-evaluated through run in test until the battery discharged without any fault or error. Most likely lifeband was not fully inserted and locked securely upon power-on the platform during the reported event. The autopulse has passed all the testing and meets all required specifications, multiple run in and functional tests. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
The autopulse platform (sn (B)(6) was deployed to resuscitate a female patient in cardiac arrest. The customer placed the autopulse platform under the patient, and upon pulling the lifeband (lot #205855), it snapped. The autopulse platform was not powered on at the time of the issue. According to the customer, the lifeband was new and the patient was petite. The customer reported that a tearing sound was heard when the lifeband was pulled, and upon examination, the elasticity was no longer present. Manual CPR was performed for the rest of the call. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6)) for investigation. However, the archive data was downloaded from the platform and was reviewed. Based on the archive data review, the platform was on and displayed multiple user advisory 18 (max take-up revolutions exceeded) and ua 12 (lifeband not present) on dates ranging from march 6 to may 19, 2026. The driveshaft moved the lifeband past the maximum allowable take-up depth without detecting a load of proper size and weight. Therefore, the platform displayed ua18, a message notifying the user to check the patient alignment. Ua12 might be related to the lifeband not fully inserting or locking upon powering on the platform. The archive also revealed that no record of any compression being initiated was found. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the lifeband snapped while performing CPR on a female patient using the autopulse platform (sn (B)(6)). Per the customer, the lifeband was new, and the patient was petite. No additional information was provided. The patient's status information was requested, but the customer did not provide a response.